Manufacturer narrative:
Product event summary: at analysis it was determined that the device's "on/off" key was not working, causing it to fail its incoming testing on the automated test system. It was noted that it also failed on its atrial pulse noise test and it was determined that a calibration was required. The device was cleaned and inspected, its keypad replaced and it was tested and calibrated on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.